Manufacturer narrative:
Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. The product information system does not list any issues impacting the complaint issue. All preventive maintenance were completed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Exp date: 01/2018. Mfg date: 01/2016. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on october 24, 2016.

Event description:
It was reported the sealed aquacel® extra 10x10cm dressing appears to have a human hair interwoven under the stitching. The product was not used.